Event description:
It was reported during PICC catheter placement, when connecting the catheter tip to the winged metal handle, disconnection occurred after the initial attempt. After recutting the catheter and attempting reconnection, disconnection persisted. Since the department lacked individually packaged extension tubes, a new package was opened to retrieve a new winged metal handle. The connection procedure was repeated, resulting in a secure connection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a disconnected catheter is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt clearvue catheter and connector assembly were returned for evaluation. An initial visual observation of the first photograph showed the two-piece connector assembly and the proximal end of the catheter shaft. The catheter appeared to be implanted into the patient. The catheter shaft was completely detached from the two-piece connector assembly. No further details of the disconnection could be discerned in the photograph. An initial visual observation of the second photograph depicted several components in an opened kit tray. The components in the tray appeared to be unremarkable. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.